Event description:
The patient reported experiencing significant fluctuations in glucose levels, possibly due to cancer or age. She sought to send the pod back for investigation. Her glucose level was 485 mg/dl, and she received an automated delivery restriction alert on her omnipod 5 app. The pink slide moved forward, and the cannula was properly inserted with no redness, swelling, or insulin leakage at the pod site. She sought medical attention on (B)(6) 2025, due to high glucose levels and positive ketones, spending approximately 6 hours in the emergency room (ER) and receiving a magnesium drip. No diagnosis of dka was given. The agent discussed troubleshooting hyperglycemia, pod placement, site rotation, and the pinch-up method. The patient uses humalog insulin, wears the pod on her arm, and uses a dexcom g7 continuous glucose monitor (cgm). An email with resources was sent, and the pod was returned for investigation.

Manufacturer narrative:
Locked down smartphone: lockdown. Omnipod software app version: 3.1.1. Smartphone operating system: n5004l-am-q-mv01602-06-01.06. Smartphone hardware: n5004l. Cgm sensor type: g7. The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event.